Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the tip of the device broke. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the distal end of the sleeve was observed to deformed and burnt. The tip of the device was observed to be bent and burnt. A functional evaluation found that: device conductivity was tested by attachments to distal tip and cautery connector and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the tip of the device is subjected to excessive manipulation or leveraging forces which would result in deformation of the tip or change in tip-shaft configuration; this deformation or change in configuration prevents the tip of the device from moving freely as it is out of alignment with the sheath and thus obstructed by it. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.